Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic experiencing lightheadedness. The patient's heart rate was 30 bpm. Upon interrogation, the right ventricular lead exhibited a loss of capture. After the right ventricular capture test, the patient became dependent with an asystolic episode observed prior to temporary pacing. After reprogramming, the device resumed normal function. The patient was stable post event.